Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that that the patient developed severe headaches, fatigue, muscle aches and fever. The patient presented to the emergency department (ed) for suspected bacteremia and denied any cough, shortness of breath, nausea, vomiting or abdominal pain but was noted to be flushed and to have an elevated jugular venous pressure. The patient¿s mean arterial pressure (map) was 68mmhg on admission and temperature was 39.4°c. The patient was started on intravenous (IV) daptomycin. Of note, the patient has a history of cellulitis to the lower extremity although there have not been any recent issues and had been on routine augmentin coverage for it. In addition, the patient reported that their yeast infection had worsened lately and has had contact with family members who have been ill with gastrointestinal flu symptoms. The patient¿s driveline exit site was noted to be clean and dry with no redness, excoriation, or drainage. Blood cultures were negative and blood/urine cultures did not reveal a source. Computerized tomography (CT) scan was negative for intracranial abnormality. Chest x-ray was unremarkable and transesophageal echocardiogram (tee) did not reveal any vegetations for sources of infection. Laboratory testing revealed a low white blood count (wbc), and normal hemoglobin (hgb) and hematocrit (hct) levels. The infection disease team suspected that the patient¿s fever and neutropenia were the result of a viral syndrome or a side effect of the patient¿s pre-admission augmentin, which was held. The patient¿s temperature normalized two days later, and the source of the presumed infection remained unknown. The patient was discharged home listed as 1b status for transplant and started on suppressive amoxicillin. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed severe headaches, fatigue, muscle aches and fever. The patient presented to the emergency department (ed) for suspected bacteremia and denied any cough, shortness of breath, nausea, vomiting or abdominal pain but was noted to be flushed and to have an elevated jugular venous pressure. The patient¿s mean arterial pressure (map) was 68mmhg on admission and temperature was 39.4°c. The patient was started on intravenous (IV) daptomycin. Of note, the patient has a history of cellulitis to the lower extremity although there have not been any recent issues and had been on routine augmentin coverage for it. In addition, the patient reported that their yeast infection had worsened lately and has had contact with family members who have been ill with gastrointestinal flu symptoms. The patient¿s driveline exit site was noted to be clean and dry with no redness, excoriation, or drainage. Blood cultures were negative and blood/urine cultures did not reveal a source. Computerized tomography (CT) scan was negative for intracranial abnormality. Chest x-ray was unremarkable and transesophageal echocardiogram (tee) did not reveal any vegetations for sources of infection. Laboratory testing revealed a low white blood count (wbc), and normal hemoglobin (hgb) and hematocrit (hct) levels. The infection disease team suspected that the patient¿s fever and neutropenia were the result of a viral syndrome or a side effect of the patient¿s pre-admission augmentin, which was held. The patient¿s temperature normalized two days later, and the source of the presumed infection remained unknown. The patient was discharged home listed as 1b status for transplant and started on suppressive amoxicillin. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.